Manufacturer narrative:
Evaluation: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received her scs system on (B)(6) 2009. It was reported on (B)(6) 2010 that she is without stimulation. Her patient programmer will not turn on. In an effort to resolve this matter, a replacement programmer was sent to the patient. No further information is available at this time as all attempts to confirm resolution have been unsuccessful. This report is being submitted as a precautionary measure as similarly reported events have led to explant of the ipg.